Manufacturer narrative:
(B)(4). It should be noted that the diabetes mellitus is a known contributor to hypoglycemia and seizures.

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6)2015, patient experienced no audio output. Patient states that she was not feeling well and was never alerted for her low blood glucose. Patient's brother and father went to check on patient and found patient unresponsive. Patient's family then called 911 and patient was admitted to the emergency room at the hospital. At that time, patient's blood glucose was tested which read at 14 mg/dl. Patient was administered two units of d50 glucose solution and one unit of d10 glucose solution. Patient had several seizures during her hospital visit due to the hypoglycemic episode. Patient was discharged from the hospital on the same day. No additional patient or event information is available.